Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of four (4) solution sets were kinked and the unspecified pump did not alarm. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.